Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the conductor wire dislodged from the connector pin on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 2.3035in which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of a dislodged conductor wire on the proximal end is attributed to the manufacturing process. If the conductor wire is shorter than specified, it can get dislodged from the proximal pin on the energy instrument identification board as the instrument gets used over time. The manufacturing process for this instrument was updated to increase the length of the conductor wire.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps sparked when activated in the patient's cavity. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.